Manufacturer narrative:
Liquid into expansion chamber according to jfrl report, the bladder worked properly in both evaluated samples but leak was confirmed in both cases at the beginning of the inflation. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed in molding area according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Functionality test is performed to verify the correct work of the protector. Conclusion leak was confirmed in both samples. To take into account: in case of the protector is used more than once, liquid of the vial can be accumulated over the filter oversaturating it. An overpressure is created around the hydrophobic filter and no air can be released to the expansion chamber. This can produces significant resistance to inject the air into the vial. On the other hand, in case of liquid was accumulated in the internal face of the vial rubber stopper, it can pass through the protector cannula and be accumulated over filter causing the same effect (resistance to inject the air and leaks into the expansion chamber in case of overpressure). It is recommended to carefully follow the instructions explained in IFU. Keeping the vial upright, push the air or the diluent into the vial. The expansion chamber will inflate. Invert the system and withdraw the drug into the syringe. The expansion chamber will deflate. If the vial is inverted when the air it pushed inside, it will be created an overpressure which probably caused a leakage trough the hydrophobic filter. As previously explained, once the filter is wet there is a resistance to inject the air. In this case, as there was leakage when protectors were tested in jfr lab, it means that there was liquid accumulated, probably, due to one of the hypothesis explained before. No lot has been provided therefore the device history record cannot be checked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication leaking occurred while using the bd phaseal¿ protector p15j. There was no report of injury or medical intervention.